Manufacturer narrative:
At the time of this report the gliderite rigid stylet has not been received by verathon, however; the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that the gliderite rigid stylet broke in the endotracheal tube during a patient procedure. The stylet was removed from the endotracheal tube with a surgical tool. No harm to patient or user was reported.